Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. Device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic due to syncope. No device malfunction was noted on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.